Manufacturer narrative:
Multiples requests were made to obtain patient gender, but this information was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related MFR#: 2916596-2022-11166. It was reported that the patient was implanted with a heartmate 3 left ventricular assist system (lvas) on (B)(6) 2022. About 10-15minutes after the pump implanted and turned on, the patient had ventricular tachycardia (vt), which required shocks to resolve, and the pump flows dropped to zero. The patient was placed back on bypass so the pump could be removed. The surgeon then flushed and suctioned the pump, but did not observe any obstruction.

Event description:
Related MFR#: 2916596-2022-11166. It was reported that the patient was implanted with a heartmate 3 left ventricular assist system (lvas) on (B)(6) 2022. About 10-15 minutes after the pump implanted and turned on, the patient had ventricular tachycardia (vt), which required shocks to resolve, and the pump flows dropped to zero. The patient was placed back on bypass so the pump could be removed. The surgeon then flushed and suctioned the pump, but did not observe any obstruction. The surgeon decided to re-implant the patient with a new pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow events were confirmed based on the log file data; however, a specific root cause for these events could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). The submitted controller event log file contained relevant data on 06may2022 spanning from 12:33:18 to 12:54:05, per the timestamp. A persistent low flow hazard alarm was observed throughout the data, associated with the calculated flow ranging between 0.0 and 0.3 liters per minute (lpm), below the low flow threshold of 2.5lpm. The left ventricular assist device event log file retrieved from the returned device contained relevant data on (B)(6) 2022 spanning from 10:45:42 to 12:41:01, per the timestamp. From the beginning of the relevant portion of the log file through 12.09:25, the average flow increased to a maximum value of 3.2lpm. At 12:24:35, the average flow decreased to 2.7lpm and hovered around this value until 12:31:56, when the average flow dropped to 0.0lpm. The average flow remained at 0.0lpm for the remainder of the relevant portion of the log file. (B)(6) was returned assembled with the pump cable being severed approximately 8.0¿ from the pump header. The remainder of the pump cable, approximately 18.5¿, was also returned. The apical cuff, sealed outflow graft, outflow graft bend relief collar, and modular cable were not returned. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and tested under loaded conditions on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm. No further information has been provided. The manufacturer is closing the file on this event.